Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The patient was placed on the platform and automated compressions were started. The autopulse performed compressions for 15 minutes with no issues. When the ems crew switched to continuous compression mode, the autopulse platform displayed user advisory (ua) 12 (lifeband not present). The customer was unable to access the administrative menu and also could not clear the ua12 advisory message. The ems crew reverted to manual CPR for the duration of the call. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 12 (lifeband not present)" was confirmed based on the archive data review but was not confirmed during functional testing. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. During visual inspection, the battery lock, top cover as well as front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was scratched with a large crack going around the platform. Both the front and bottom enclosures were cracked, and the battery lock was bent. The observed physical damage appeared to the characteristic of harsh impacts due to user mishandling. The damaged parts will be replaced to address the issues. A review of the autopulse platform archive was performed, and multiple ua12 (lifeband not present) advisory messages were observed around the customer's reported event date; thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The autopulse platform passed the initial functional testing without any fault or error. During device evaluation, the lifeband clip detect switch inspection was performed and verified that the belt clip switch lever was able to close and was accurately in a correct position to the belt clip switch case. The reported ua12 advisory message was not replicated during testing. During further functional testing, it was noted that there was significant corrosion on the drivetrain motor assembly, unrelated to the reported complaint. The corrosion was likely caused by the device being operated in an area of high humidity over several years. The autopulse platform was manufactured in 2007 and is over 14 years old, well beyond its expected service life of 5 years. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).